Event description:
Evera device's alleged battery depletion lead to inappropriate shock. Sprint quattro dysfunction which ended in shocks, burning, lead fracture. Medtronic advised md to use ice for syncope. Diagnosed brugada syndrome without genetic testing. Pt unaware that implantable monitor had 3 year device life. Replanted. Device preserved as evidence. This info is strictly confidential and should not be shared with medtronic at this time. (B)(6). FDA safety report ID# (B)(4).